Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device revealed that the ptfe (polytetrafluoroethylene) coating was peeled/scraped off at approximately 35.0cm from the proximal end of the guidewire. The torque device was not on the guidewire. The ptfe coating appeared to be scraped off of the guidewire with the torque device collet. From the condition of the guidewire it appeared that the torque device had been excessively tightened down the guidewire ptfe. Per the device directions for use (dfu): "securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.)." Because the device dfu specifically cautions that insecure tightening of the torque device can lead to ptfe peeling, the cause of the event is considered to be related to user error.

Event description:
Analysis of the returned device noted that the ptfe (polytetrafluoroethylene) coating on the guidewire was scraped/ peeling . No consequences to the patient were reported.